Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said they had an MRI today. Pt said they had activated MRI surescan mode and the MRI facility knew they had the stimulator. Pt said they know for a fact it was shut off but after about 5 to 8 minutes of active scan they noticed their stimulator started to tingle, told the technician and the technician stopped the MRI and would not continue. Troubleshooting reviewed MRI surescan information from labeling. Recommended pt use the control equipment during the call to activate MRI mode and pt confirmed seeing full body potential code: 2251310. Recommended pt inform their managing doctor about the sensation and talk with the ordering doctor about what's best for them. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included pt said they may have a brain tumor.

Event description:
Additional information was received from the patient. The patient stated it was at least 3 years ago that they had an MRI where it felt like there was tingling and heat at the wire. Patient stated they activated MRI mode, but felt the heat and tingling right as they started the scan. Patient verbalized their discomfort and the scan was stopped immediately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.